Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's health care provider reported via phone call that the insulin pump was not delivering boluses. As a result, the customer's blood glucose level was high. The bolus stopped at one unit and the insulin pump alarmed no delivery. Customer's blood glucose level was 30 mmol/l when they arrived to the hospital. The customer had a headache and vomited. The customer treated their high blood glucose level with an insulin pen. The customer was advised that the device would be replaced and agreed to return the product for analysis.